Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardiac monitor exhibited an episode of no sensing. No other episodes were recorded. No intervention was performed. The patient was doing fine.